Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2022. The analysis has begun but is not complete at this time. When the investigational analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4) on (B)(6) 2022 mentor became aware that an incorrect statement was made in b5 of the initial report submitted. The incorrect statement is as follows: capsulectomy, mastopexy, and implant removal was performed on (B)(6) 2021. The correct statement is: capsulectomy, mastopexy, and implant removal was performed on (B)(6) 2021. Additionally, d6b (explantation day) was erroneously reflecting 12. The correct value is 10.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on january 26, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that no damage, anomalies, or weakness were observed on the breast implant. The event described could not be confirmed as the breast implant was returned without detectable weakness. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a 375cc mentor memorygel breast implant (right) and a 275cc mentor memorygel breast implant (left) experienced left sided baker grade IV capsular contracture, left side rupture, bilateral ptosis, and right sided shell irregularity post procedure. The left implant was painful and large. The back of the right implant was weakened. The capsular contracture was diagnosed through a physical. The rupture was discovered during explant surgery. Capsulectomy, mastopexy, and implant removal was performed on (B)(6) 2021. See 1645337-2021-14429 for contralateral prosthesis report.